Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator was returned because it "was not working" and it was subsequently noted at incoming inspection that its patient connector was broken. There was no patient involvement.

Manufacturer narrative:
Product event summary: at analysis the device was checked and cleaned and it was noted that the patient connector, display, gasket liquid crystal display, cable flat conductor, two bail covers, 1 bail attachment, two ring covers and one ring attachment needed to be replaced. The customer did not approve the repairs and the device was returned to the customer unrepaired. If information is provided in the future, a supplemental report will be issued.